Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The kink was confirmed. The outer sheath was separated, but the device was not in two pieces. It is likely that the kink occurred during use in the anatomy, possibly during advancement. The separation was reported to have occurred after removal from the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported kink likely occurred due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified, 50% stenosed superficial femoral artery. The shaft of the 8.0/80 mm absolute pro stent delivery system (sds) became kinked during attempted deployment of the stent implant. The sds was removed from the patient without any adverse patient effects. The procedure was successfully completed with another similar device. There was no clinically significant delay in the procedure reported. No additional information was provided. Device analysis revealed there was a distal sheath separation. Follow-up with the account confirmed that the device separated after it was removed from the patient. No additional information was provided.